Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber cap detached after 273,160 joules. The procedure was completed with a second fiber and no complications to the patient.

Manufacturer narrative:
The following field was updated due to device return- d4 lot number. The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic observation identified that the glass cap was rotating independently of the metal cap, indicating a glue failure. The glass cap exhibited severe devitrification and the metal cap exhibited moderate charred debris adhesion on its surface. The fiber was tested with hene laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber as designed. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber cap detached after 273,160 joules. The procedure was completed with a second fiber and no complications to the patient.